Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated blood glucose of 344 mg/dl while on backup therapy awaiting reconnection to the ilet pump, after which the patient resumed use of the pump and did not require further follow up. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue did not pertain to any specific device component; the event aligned with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.